Manufacturer narrative:
(B)(6). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that two days after the catheter was inserted in the patient's subclavian vein in hospital ward, the physician noted that it was wet around the integral side wings. As a result, the catheter was removed and a new kit was opened and used. The delay, if any, was unknown. However, there was no reported death or complications to the patient.